Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00121 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data: on(B)(6)2024, sample ID (B)(6)was <2.7 ng/l. This result was reported to patient chart. The customer was inadvertently re-ran a troponin on the same sample when a thyroid panel was re-run. The result of the re-run was 984.5 ng/l. The sample was then repeated on a different analyzer (B)(4) and generated a result of <2.7 ng/l the customer confirmed that there was no impact to patient care.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6) was <2.7 ng/l. This result was reported to patient chart. The customer was inadvertently re-ran a troponin on the same sample when a thyroid panel was re-run. The result of the re-run was 984.5 ng/l. The sample was then repeated on a different analyzer sr# (B)(6) and generated a result of <2.7 ng/l the customer confirmed that there was no impact to patient care.

Manufacturer narrative:
The alinity I processing module, serial # (B)(6) was evaluated. While multiple parts were replaced, it was noted that the valve, bypass, dispense manifold was leaking and required replacement. No additional discrepant result issues have been reported. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no subsequent issues have been reported associated with the customer reported event. A review of tracking and trending did not identify a trend for the valve, bypass, dispense manifold or the alinity I system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the valve, bypass, dispense manifold as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.